Event description:
It was reported that during an implant attempt, when the physician tried to screw the lead into the implantable cardioverter defibrillator (ICD) the physician could not insert the screwdriver into the setscrew. After many attempts, the physician was finally able to engage the setscrew and screwed in the lead. When the device was in the pocket, r wave oversensing was observed in bipolar and integrated bipolar modes. The decision was made to implant a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.